Manufacturer narrative:
Failure analysis noted that the pump was received with operating currents within specifications. The pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to perform the occlusion test and excessive no delivery test due to the motor error alarms. There was no unexpected battery out limit alarms. The pump had cracked case at the lcd window corners. The pump had scratched lcd window.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer stated that the motor error alarm occurred several times. She stated that the battery was drained and powered down two hours ago. She changed the battery and the pump alarmed motor error so she took out the battery. Troubleshooting was not able to resolve the issue. The device was returned for analysis.